Event description:
A physician was attempting to use an amphirion deep balloon catheter for treatment of an 80mm soft tissue lesion in the distal region of the tibial/popliteal trunk. The artery was 2.5mm in diameter with mild calcification and tortuosity. A 6fr non medtronic sheath and a 0.014" guidewire were used. A medtronic everest inflation device was used with half-half contrast. The device was prepped as per the IFU with no issues identified. The device passed through a previously deployed stent. Resistance was not encountered duringadvancement.  Balloon inflation difficulties were noted, at 7atm it was noted that the balloon would not deflate at the lesion site. The balloon partially inflated in the proximal area and not in the distal area. The physician then attempted to deflate but found it difficult to deflate back for the proximal area. A dog-bone/twist occurred and was visible within the balloon in the vessel. The twist was noted at nominal pressure. The physician kept trying inflation and deflation using the medtronic everest device, and after several attempts, finally could deflate very slowly (but not fully deflated) for successful for extraction from the patient. There was no intervention required to remove the balloon. No patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis the device was returned with the balloon in a post-inflated state. There is no evidence of any balloon twist. The device was flushed the balloon could not be inflated, and a visual inspection found that the balloon bond was stretched preventing inflation image analysis the customer returned one image. The image shows an amphirion deep device in a hoop and with a compliance card. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.